Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to e1 and g2. Please see updates to e1, g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e433 was caused by a defective generator board. Probable causes of the defective generator board include: - a defective tr1 transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - the output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). The generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. In general, in the case of permanent error patterns, it is likely that only one component is faulty and multiple failures are rare. However, the specific root cause of the error e433 could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, it was found that the reported error was due to a faulty sa generator board. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 error after startup, the device shows repeatedly re-start. The reported problem was found after procedure. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.